Event description:
Patient reported left side "pain in the breast area" and "limited possibility to move." Patient later reported left side implant rupture discovered via MRI and deformation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side "pain in the breast area" and "limited possibility to move." Patient later reported left side implant rupture discovered via MRI and deformation. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16may2024.

Event description:
Patient reported left side "pain in the breast area" and "limited possibility to move." Patient later reported left side implant rupture discovered via MRI and deformation. Device has been explanted and replaced.

Event description:
Patient reported, left side "pain in the breast area" and "limited possibility to move". Patient later reported, left side implant rupture. Discovered via MRI. And deformation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.4.

Event description:
Patient reported left side "pain in the breast area" and "limited possibility to move." Patient later reported left side implant rupture discovered via MRI and deformation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ pain: unable to observe as it is not related to the device. ¿ rupture: no observed openings on the device. ¿ deformation: observed the deformation that was confirmed in the standard analysis, it was not assessed as a workmanship because the device was implanted. As per the investigation procedure, particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.